Event description:
It has been reported that one bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following has been provided by the initial reporter: today I received defective 1 q-syte from the emergency department. Lot no. 8274900: during the blood collection, after connecting the vacutainer, the blood leaked along the split septum. The q-syte had not yet been used for the administration of medicines. The emergency nurses don't use gloves, but I haven't received any notification of mucous membrane exposure. - have 8 q-sytes of the same lot number ready for inspection. The used q-syte locks are also ready for visual inspection.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples provided. Bd received a total of nine q-syte units. Eight of the units were new and were received with extension sets within sealed packages. One was received used within an open package. All units were from lot number 8274900. Through the visual/microscopic examination, damage was not observed on any of the components of the representative units. The used q-syte was heavily occluded by a thick patient media. Damage in the form of tears were observed on the slit of the septum top and bottom disk. All units were tested in the actuated and unactuated positions with and without extension sets for a water leak test. Leakage was not observed with any of the units. The returned representative units did not display any adverse characteristics that would contribute to the defect you experienced. The failure described in the event description could not be replicated at the laboratory. Damage was observed on the top and bottom disks of the used unit however bd could not determine the cause of the damage. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd q-syte¿ extension set 15 cm (6 in) 0.34 ml micro bore experienced leakage during use. The following has been provided by the initial reporter: today I received defective 1 q-syte from the emergency department. Lot no. 8274900: during the blood collection, after connecting the vacutainer, the blood leaked along the split septum. The q-syte had not yet been used for the administration of medicines. The emergency nurses don't use gloves, but I haven't received any notification of mucous membrane exposure. I have 8 q-sytes of the same lot number ready for inspection. The used q-syte locks are also ready for visual inspection.